Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) female patient was receiving check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the pulse wire in the cable connecting the front therapy electrode and distribution node (dn) was open, which caused the check therapy electrode alarms. The root cause for the broken pulse wire could not be positively identified but was likely excessive force on the electrode belt cable. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.